Event description:
Patient was returned to surgery to remove a foreign body from the eye following a cataract procedure. Reporter believes that foreign body may have originated in the disposable needle used during procedure.